Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer called tandem technical support inquiring how to program a bolus. Reportedly, the customer typically reaches out to their clinical diabetes specialist (cds) to assist with programming boluses; however, the customer was unable to get in contact with their cds. It was reported that the customer experienced an elevated bg level of 270 mg/dl. The customer stated that a bolus will be delivered via the pump to stabilize bg level.